Event description:
Customer reported finding 5 ml of leaking clenz, isoton and a little blood on the automation track that came from the flowcell area of the coulter lh 780 hematology analyzer. The leak was not contained; the customer cleaned the leak. The customer was wearing personal protective equipment. There were no injuries or exposures to any laboratory personnel. No erroneous patient results were generated. The customer took the cover off the flow cell and found tubing that delivered sample to the flow cell had popped off. The customer then reconnected the tubing which stopped the leak.

Manufacturer narrative:
Beckman coulter did not evaluate the instrument. The customer took the cover off the flow cell and found tubing that delivered sample to the flow cell had popped off. The customer reconnected the tubing to the flow cell. The leak was resolved. The customer then ran controls; the results were within range. (B)(4).